Event description:
Patient with a recent history of unstable chf (and anemia, pneumonia, confusion) developed a complete heart block with heart rate in 70's. External pacer on lifepac 8 applied and set at demand rate of 80 level ii joules. (Patient alert) - no capture noted. Energy level increased to iii with capture - patient alert with bp 113/67. Continued to adjust pacer to patient trouble shooting for several minutes (checking cables, electrodes, etc) while administering appropriate acls drugs to increase heart rate. Pacer screen continued to show "pacer leads off" until second lifepac 8 with different cardule and cables applied which fired and captured appropriately. Last heart rate 30-40 and bp 103/37 - ( code blue had been called with CPR given) patient still alert. Soon after this, only pacer spikes seen - patient had no palpable bp (emd). Patiooent expired at 1759invalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-feb-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: none or unknown, patient's condition - predisposed event, other. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: no. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.